Event description:
Customer reportedly received result of 675 mg/dl on the mobile system. The result is outside the numeric range of 10-600 mg/dl of the device. Customer took unspecified fast acting insulin based on meter result. Within 30 mins customer tested 40 mg/dl on the mobile system and was taken to the hospital. Customer tested 30 mg/dl on professional device, and was treated with a glucose infusion. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.